Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory came loose when it was removed from the patient. The tip cover was "fasting" in the gate. The or team searched in the belly. They found the tip cover when they put the scissors through the gate again. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received mcs tip cover accessory involved with this complaint. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument (mcs) log used with the tip cover accessory (part #400180) for part# 470179-19/lot#k122111160488 associated with this event has been performed. Per logs, the monopolar curved scissors was used on event date of (B)(6) 2022 on system sk0540 with 8 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigation, this complaint is being reported due to the following conclusion: it was alleged that the monopolar curved scissor (mcs) instrument tip cover accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur.